Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. The customer's blood glucose level was 406 mg/dl. The customer¿s current blood glucose level was 92 mg/dl. The customer was treated with intravenous slips. The customer mention body aching. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for the analysis.